Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 87.5% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device was reprogrammed to nominal values and a second sigma pace test was performed. The test results indicated all channels were operational. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The device was approaching recommended replacement time (rrt) at 2.62 volts, but the rrt had not triggered.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.